Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v967496, implanted: (B)(6) 2012, product type: lead.

Event description:
It was reported that after her implant was put in, ¿they had to move it (B)(6) 2012.¿ it was noted that this was because the leads were poking out through the skin.

Event description:
It was reported the cause of the event was a lack of subcutaneous fat to cover the lead. It was stated there was a revision of the extension and re-tunneled the lead to a new location. It was stated no hospitalization was needed and the patient recovered without injury

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Original date on reg report# 3004209178-2013-14621 of (B)(4) 2013 was correct and the file is not late.